Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during a chemotherapy treatment, the safety device of a deltec® gripper plus® safety needle did not engage and the needle pricked the nurse. The nurse went to the emergency room and accidental blood exposure protocol has been followed. No permanent injury was reported.

Manufacturer narrative:
One device was returned for evaluation in used condition and without its original packaging. Visual inspection found that the safety mechanism had not been activated and the device was free of damage. Functional testing involved use testing and found that the safety mechanism was activated without problem. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on a similar part and found no discrepancies. Based on the evidence, no fault was found and the root cause was unable to be determined.